Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and valve embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report the pacing capture was lost during deployment causing the xt valve to land too ventricular within the annulus. Then the valve embolized into the lv due to an inadequate size selection. It appears that the aortic annulus was larger than expected. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a 23 mm sapien xt valve was implanted too ventricular in the aortic annulus and embolized into the left ventricle (lv) during attempts to re-cross it with the guidewire. The xt valve was pulled up to the annulus level with a 23 mm z-med balloon and a valve-in-valve procedure was performed with a 26 mm sapien xt valve. No contrast leak was shown around the balloon by angiography during bav. A 23 mm sapien xt valve was implanted with nominal volume. During valve implantation, a loss of capture occurred. Tee showed that central leak and paravalvular leak (pvl) seemed to be combined, and was assessed as moderate aortic regurgitation (ar). Apparent increase of pvl was shown by tee when a guidewire was withdrawn to assess the pvl correctly. It was revealed that the ar was actually not a pvl but a transvalvular leak. Aortography (aog) revealed that the xt valve position was obviously low; the valve position was 10:90 aortic/ventricular (a/v). The xt valve was crossed again with the guidewire, but it took time because the native valve leaflets were hanging over on top of the xt valve. Then when a safari wire was placed, the xt valve embolized into the lv. A 23mm z-med balloon was inflated and the xt valve was pulled up into the annulus. At the same time, a new 23mm sapien xt valve was prepared for valve-in-valve procedure. When the second 23mm xt valve was about to be inserted, the first xt valve embolized into the lv again. The first valve was able to be pulled up by the 23mm z-med balloon again. The physician thought that the repeated successes of pulling-up the valve with a 23mm balloon meant the native annulus was larger than 23mm. Therefore, preparation of a 26mm sapien xt valve was initiated. During preparation of the 26mm xt valve, the first xt valve embolized into the lv a third time and it was pulled up by a half-inflated 25mm z-med balloon. When the first xt valve was fully inflated by the 25mm balloon for anchoring, the valve structure was destroyed. Acute severe ar occurred and the patient went into a shock condition. A 16fr esheath was exchanged for an 18fr one while cardiac massage was performed and the 26mm xt valve was inserted. The 26mm xt valve was implanted in the first xt valve with valve-in-valve, whose position was a 60:40 a/v side. No pvl was noted and the procedure was completed. The physician stated that loss of capture caused malposition of the xt valve. In addition, although the incorrect size of the xt valve was selected, the annulus diameter (a little less than 22 mm) measured by tee and annulus area (380 mm2) by CT with moderate valve calcification indicated that the annulus was acceptable for a 23mm valve. No contrast leak was noted during bav.